Event description:
It was reported that the pt was complaining of increased hip pain recently. The surgeon and pt agreed to revise the stem. Stem was removed using osteotomes and burr. The surgeon reported a blackish residue around the neck of the stem. The surgeon proceeded to revise hip with a securefit stem.

Manufacturer narrative:
It was noted that the devices were not available for eval. A supplemental report will be submitted upon completion of the investigation.